Event description:
It was reported a malfunction occurred with a pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use a backup insulin pump and arranged to send a replacement pump, while the faulty one was to be returned using a pre-paid label. The customer understood the instructions and complied with the process.